Manufacturer narrative:
The review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the initial procedure. The pre-treatment computed tomography scan (CT) determined that the maximum diameter of the aortic aneurysm/lesion was 67mm. On (B)(6) 2016 a follow up ultrasound demonstrated that a maximum diameter of the aortic aneurysm/lesion was 70mm. Additionally, a type ii endoleak was noticed. On (B)(6) 2016, the patient admitted to the hospital for an elective angiogram. On (B)(6) 2016, the patient underwent the inferior mesenteric artery (ima) embolization with onyx and coil. The type ii endoleak was fixed. On (B)(6) 2016, the patient discharged from the hospital without complications. On (B)(6) 2016 follow-up ultrasounds showed no change in the maximum diameter of the aortic aneurysm/lesion.